Event description:
The report states "the swg was found kinked during used on the same patient." No medical intervention required. No patient harm or injury was reported. The patient's current condition was reported as "fine". Associated MDR number 3006425876-2024-00028.

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire, one single-lumen catheter, and a lidstock for analysis. No definite signs of use were observed on any of the returned components. Visual analysis did not reveal any defects or anomalies on any of the returned components. The guide wire length measured 602mm, which is within the specification limits of 596m-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.79mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was inserted through the distal end of the catheter. Little to no resistance was encountered as the guide wire passed completely through the catheter body. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of a kinked guide wire was not able to be confirmed through complaint investigation. The returned sample met all relevant visual, dimensional, and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The report states "the swg was found kinked during used on the same patient." No medical intervention required. No patient harm or injury was reported. The patient's current condition was reported as "fine". Associated MDR number 3006425876-2024-00028.

Manufacturer narrative:
(B)(4)